Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4).

Event description:
It was reported there was "leakage of the air bubbles from the fixation flange was noted within one hour after t.t. Was connected to the respirator at ICU. The replacement of another new one with the same specification solved the problem then."